Event description:
Per the report received from germany, edwards received notification of a pascal procedure in mitral position. Right after the procedure, a pericardial effusion was noticed. Patient had twisted heart axis, the heart was more horizontally inside thorax. Prior to the insertion of the pascal device, no bleeding nor pericardial effusion was noted. During the implantation procedure, no hemodynamic stability was noticed. There was no observed decrease in blood pressure, and the effusion was classified as minor in severity. The physician described it as a pericardial rim or stripe. Following successful implantation, the patient reported retro sternum pain, prompting an echocardiographic evaluation, which confirmed the presence of the previously noted pericardial rim. Subsequently, the patient experienced a slight reduction in blood pressure; however, systolic values remained within 90-100 mmhg without the need for catecholamine support. On pod#0, in an additional procedure, 250ml milliliters have been aspirated via puncture. The patient was transferred to the intensive care unit for continued monitoring. Patient's final outcome is stable condition. As per medical opinion, the root cause was most likely due to the twisted heart axis with challenging transeptal puncture. Physician could not clearly determine if it was device related.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence given the information provided. Available information suggests that patient conditions (horizontal heart and heart twisted off axis) may have contributed to the reported event. However, it is likely not related to the edwards devices during the procedure but to the transseptal puncture technique and equipment used for this mitral transcatheter edge-to-edge repair. Since no edwards defect was identified, corrective or preventative actions are not required.